Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device inappropriately diagnosed a ventricular tachycardia episode as supraventricular tachycardia and withheld therapy. The patient did not experience adverse health consequences. No further information available.

Event description:
New information indicated that the patient left the facility in perfect condition.